Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from a value displayed as "low" (specific value not provided), to a value displayed as "high" (specific value not provided). Customer administered a manual insulin injection to address elevated bg, and low bg was addressed via consumption of carbohydrates. Additionally, it was reported that a malfunction alarm occurred. It was also reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and resumed insulin therapy.